Manufacturer narrative:
Analysis received the unit with constant off no power followed by communication error alarm, problem isolated to mother board. Analysis was unable to perform displacement, prime, basic occlusion, occlusion, and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the unit has constant off no power and communication error alarm. The customer's blood glucose was 301 mg/dl at the time of incident. The insulin pump will be returned for analysis.